Manufacturer narrative:
Section d4: additional information received and updated the serial number to (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001 software, serial/lot #: (B)(6); product ID: bi71000218 tracker. H3, h6: the system was serviced in the field by a medtronic representative. The clinical consultant (cc) calibrated and verified the left side tracker. The system was functioning as intended. Codes b01, c13, and d02 are applicable. Img code g02008 applies to the software and g03012 applies to the tracker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy on a navigation system after two spins. The clinical consultant (cc) reported that the frame did not move. Delay information was not provided. It was unknown if there was an impact to the patient.